Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka). The patient's blood glucose levels reached over 600 mg/dl while wearing the pod less than one hour on the abdomen; a hazard alarm during operation occurred. Symptoms reported include hyperglycemia, vomiting and nausea. The patient was treated intravenously with undisclosed medications. He was released after spending 2 weeks in the hospital.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. For: omni pod insulin management system user guide: model: ust400 17845-5a-aw rev b 09/17, changing your pod chapter 3 / page 24. Warnings: do not use a pod if it is past the expiration date on the package.